Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the epg had a broken control knob. Analysis also noted that the ventricular output connector was broken, the main printed circuit board (pcb) was out of electrical specification, the menu encoder was corroded, the ventricular knob was not on the encoder, two knobs were contaminated, the lower case was broken, the encoder nuts were loose, three case screws were contaminated, and the display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.